Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that images are intermittently not being displayed when the probe is plugged into the system. There is no death or serious injury associated with this event. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution.